Manufacturer narrative:
The probe was returned for evaluation. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Both the product and system met specifications at the time of release. A visual assessment of the returned sample revealed no obvious nonconformity. The air bubble emission test was performed due to the nature of the reported event. The laser probe was submerged in 37°c temperature water, where the tip of the probe was monitored for any air bubble formation. Due to the lack of air bubble formation on the tip of the probe the acceptance criteria for the air bubble emission test was met. Additionally, the laser probe was connected to a calibrated system to test the aiming beam and laser energy. The aiming beam was found to be conforming and the laser energy was found to be within specification. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a laser probe burned out during a vitrectomy. There were air bubbles released from the probe during its used as well. Finally, the probe stopped working and another custom pak was opened in order to use a new probe. There was no patient harm reported.